Event description:
Additional information received notes that the patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker exhibited an overestimation on the longevity of the generator. The device remains implanted. The patient status was unavailable.